Event description:
Customer's wife reported that customer's insulin pump has a scratch on it. Customer does not know how the damage occurred. Customer's blood glucose was unk. Customer was advised the device needs to be replaced, and the discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device received with deeply scratched display window, cracked reservoir tube lip and cracked reservoir tube. (B)(4).